Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. Although several attempts have been made, no medwatch 3500a has been received from the user facility.

Manufacturer narrative:
Conclusion: product did not contribute to event. Complaint reviewed and analysis showed no trend for (B)(4) lot no: 028470232. Device history record reviewed. Photographic images and surgical notes provided. Product not returned. Evidence that product in specification when used. Undetermined.

Event description:
Allegedly revised due to broken component.